Event description:
Caller reported a malfunction on the pump, which displayed malf 12 as the code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue without further recurrence. Customer was advised to contact support again if the malfunction code reappears.